Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the performance of the sx18 oxygenator was poor. No known impact or consequence to pt. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).